Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication this patient experienced a serious injury due to the performance of any fresenius product(s) or device(s). It can be concluded that the patient experienced an allergic reaction due to an intrinsic hypersensitivity to the material composition of the dialyzer. This is evidenced by the product being designated an allergy by a medical professional. It is well known that hd patients may experience reactions due to incompatibility to the materials used in dialyzers or the method to which they are sterilized. As this was the patient¿s first treatment, the allergy was able to be determined immediately. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s dialyzer reaction and hospitalization.

Event description:
A registered nurse (rn) from an outpatient clinic reported via voluntary medwatch that a patient on in-center hemodialysis (hd) was hospitalized following a reaction to an optiflux f180nre dialyzer. On the medwatch form, it was stated the patient underwent their first hd treatment on (B)(6) 2025. At 13 minutes following the initiation of the treatment, the patient expressed they felt warm. The patient¿s skin was hot and appeared flushed. The patient¿s vital signs were within normal limits as they were prior to the treatment. The hd treatment was discontinued as the patient was given oxygen, an intravenous push (ivp) of diphenhydramine at 25 mg and an ivp of methylprednisolone at 125 mg and emergency medical services were activated. The patient was transported to the hospital; however, the patient¿s hospital course was not reported. The optiflux f180nre was confirmed as a patient allergy. Multiple attempts were made to acquire further details concerning this patient¿s dialyzer reaction and hospitalization; however, no additional information was obtained.

Event description:
A registered nurse (rn) from an outpatient clinic reported via voluntary medwatch that a patient on in-center hemodialysis (hd) was hospitalized following a reaction to an optiflux f180nre dialyzer. On the medwatch form, it was stated the patient underwent their first hd treatment on (B)(6) 2025. At 13 minutes following the initiation of the treatment, the patient expressed they felt warm. The patient¿s skin was hot and appeared flushed. The patient¿s vital signs were within normal limits as they were prior to the treatment. The hd treatment was discontinued as the patient was given oxygen, an intravenous push (ivp) of diphenhydramine at 25 mg and an ivp of methylprednisolone at 125 mg and emergency medical services were activated. The patient was transported to the hospital; however, the patient¿s hospital course was not reported. The optiflux f180nre was confirmed as a patient allergy. Multiple attempts were made to acquire further details concerning this patient¿s dialyzer reaction and hospitalization; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed and the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Fifteen lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached based on the information provided. Therefore, the complaint is not confirmed.